Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater 3000 ohms on the right ventricular (rv) channel. There was unipolar rv noise. Technical services (ts) stated that it could be right ventricular (rv) lead integrity or header issue and recommended to have patient seen in clinic for full rv lead evaluation. This device remains in service. No adverse effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater 3000 ohms on the right ventricular (rv) channel. There was unipolar rv noise. Technical services (ts) stated that it could be right ventricular (rv) lead integrity or header issue and recommended to have patient seen in clinic for full rv lead evaluation. This device remains in service. No adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.